Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred. 30 minutes post procedure the patient had a drop in blood pressure. An echocardiogram was performed and the physician noted that there was a pericardial effusion. A pericardiocentesis was performed to drain the fluid. 450cc of fluid were extracted from the patient. The patient recovered well following these events and they are in good condition.